Manufacturer narrative:
The complaint device was returned for an investigation. Initial visual inspection found no anomalies. Device evaluation identified a therapy pcb malfunction. The philips xl + therapy capacitor kit was replaced. The case was checked for damage. The circuit boards were inspected. The device was calibrated. The display, on/off power, and temp test were run and passed OEM specifications. The root cause was determined to be that the capacitor had a low output. It was determined that this was related to the previous order, as this was a purchase. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device was being used in the ER. Attempted to shock patient, but failed upon first two attempts. Delivered shock on third attempt. There was no report of patient harm.